Event description:
It was reported that a patient underwent laparoscopic tubal recanalization + drainage in hospital on (B)(6) 2023 and suture was used to sew one side of fallopian tube during surgery (the specific suture method and suture side were unknown). Needle pull off occurred during the sewing, and the detached needle fell into the patient's body. The surgeon immediately searched for the detached needle and found it in the patient's pelvic cavity. After the detached needle was removed, the integrity of the needle was verified. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced to continue the sewing. The subsequent surgical operation went smoothly. This event did not cause any harm to the patient other than prolonging the surgical time by approximately 10 minutes. No subsequent adverse events were reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received only packaging that pertained to product code vcp303h. No suture or needle was received. No visual inspection could be performed because the needle and suture were not received. Only one empty package was received. The reported event could not be confirmed as no suture or needle was received. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.